Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed interrogation difficulty at time of the device replacement. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during the replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), the device was unable to be interrogated, and with a magnet there was no beeping tones. The box change was then uncomplicated, and induction testing was successful. It was noted the device battery had entered elective replacement indicator (eri) 18 months prior. No adverse patient effects were reported. This product has since been returned, and analysis has been completed. This report is updated with the product investigation results.